Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; system error was recorded in the programmer error logs and the lem (link electronic module) printed circuit board assembly could not be calibrated. Analysis also found the printer drawer roller gear teeth was damaged. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported that the programmer displayed a system error message during boot-up. The programmer was returned for repair. No patient complications have been reported as a result of this event.